Manufacturer narrative:
Investigation results: it was reported that the broach handle is loose and will not hold the rasp firmly. No surgical delay or injury to the patient was reported. The device, intended for use in treatment, was returned for investigation. Upon visual inspection, the reported failure mode could not be confirmed. The device shows very limited signs of use and no damage is observed on the connector site to the broach. Furthermore, the instrument was tested with gauge ID-nr 0723. No deviation was detected. One additional complaint (B)(4) with a similar failure mode for the batch in question (a59521) was reported. An optimized design of the device has been released in order to reduce the occurrence of this issue. A review of the production documentation for the batch in question did not reveal any deviation from the standard operating procedure. Based on the performed investigations, the reported failure mode could not be confirmed. However, previous investigations demonstrated that under specific circumstances the double offset adapter 80/45 may disconnect from the rasp during backslapping. An optimized design of the device has been released in order to reduce the occurrence of this issue. This version of the device will be monitored for similar issues.

Event description:
It was reported that the broach handle is loose and will not hold the trial firmly. The failure in the device was noticed during set up or inspection. The procedure was completed using the same device . No surgical delay or injury to the patient was reported.